Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical agilis 8.5fr sheath. St. Jude medical transseptal needle. Carto 3 system. (B)(4). Event description continuation: the catheter flow settings were at 2cc/min for low flow and 17cc/min for high flow. The smart touch catheter was zeroed after the initial warm-up phase, and the carto 3 system did not indicate to re-zero it. Additionally, the smart touch catheter was not in close proximity to another catheter at the time of the event. No error messages were observed on any biosense webster equipment during the procedure.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch unidirectional catheter and suffered cardiac perforation requiring surgical intervention. During the mapping phase of the procedure, the physician was obtaining a fast anatomical map (fam) of the left atrium. The catheter was pushed to the top of the left atrium, at which point the contact force values were noted to have reached 80g. The anesthetist then noticed that the patient's blood pressure was dropping, and an echocardiogram revealed the perforation. At this point, the patient started to deteriorate, and was taken in for open heart surgery. The rest of the procedure was abandoned. Extended hospitalization was required as a result of this event, and the patient's status is so far unchanged. The physician's opinion regarding the cause of the event is that it was procedure-related. Additionally, the physician noted that the sheath in use seemed stiff, and that this was his/her first time using the smart touch catheter. While the physician believes these factors affected the outcome of the procedure, there was no complaint about the catheter itself. There are no patient factors that may have contributed to the event. The transseptal puncture was performed with a st. Jude medical needle (model and lot numbers unknown), and the sheath in use at the time of the event was a st. Jude agilis 8.5fr (model and lot numbers unknown). Overall ablation time was zero, as the injury occurred during the mapping phase of the procedure. The patient's activated clotting times were maintained in the 250-300 range.